Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. The upper limit alert had already been increased to 150 ohms. Rhthmcare provided further troubleshooting steps and recommended performing an x-ray. The patient will be brought in for follow to determine further intervention. This lead remains in service. No adverse patient effects were reported.